Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Visual inspection 1) received: catheter qty 1. Catheter connector qty 1. Filter qty 1. All 3 items were connected together. Catheter visual inspection: identified damage 967mm from the tip of the catheter. No other abnormalities found that could lead to catheter detachment. Catheter connector visual inspection: no abnormalities found that could lead to catheter detachment. Dimension check: catheter length test: company specifications: 1002.5mm~1017.5mm. Received sample length: 1008mm. Reference sample length: 1008mm. The sample was within company specifications. Catheter outer diameter (end of catheter): company specifications: 0.80mm~0.88mm. Received sample length: 0.8426mm. The sample was within company specifications. Functional test: catheter tensile strength test: test conducted using received catheter sample and received connector sample. Company specifications: above 5.5n. Test results: 8.76n. The sample met company specifications. Others: connection check: received catheter sample was able to be inserted into the received connector without resistance and up to the marking point. The connector lid was able to close securely. Device history record: no abnormalities found from reviewing the relevant device history record(s). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter detached. A case of catheter withdrawal has been reported.